Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had not charged the ipg as recommended. Subsequently, the ipg was explanted and replaced. Stimulation was restored post-operatively.